Event description:
It was reported the programmer "dies" and that it does not startup correctly. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device was powered up for 24 hours and tested without shutting down. It was noted that the system fan and power supply fan were noisy and the tabs on the power cord bay door were broken.